Event description:
It was reported that this patient presented to the hospital after receiving shocks from this subcutaneous implantable cardioverter defibrillator (s-ICD) system. The shocks were deemed to be inappropriate across multiple episodes either due to the patient losing a significant amount of weight or possible electrode fracture. The physician contacted technical services (ts) for assistance with interrogating this s-ICD. The interrogation was successful after advice given on the system note that was on the screen. Troubleshooting was attempted by changing sensing vectors but that did not work. This s-ICD system was extracted; however, the physician elected for no replacement system at this time. No additional adverse patient effects were reported. This product has been received by boston scientific for further analysis.

Event description:
It was reported that this patient presented to the hospital after receiving shocks from this subcutaneous implantable cardioverter defibrillator (s-ICD) system. The shocks were deemed to be inappropriate across multiple episodes either due to the patient losing a significant amount of weight or possible electrode fracture. The physician contacted technical services (ts) for assistance with interrogating this s-ICD. The interrogation was successful after advice given on the system note that was on the screen. Troubleshooting was attempted by changing sensing vectors but that did not work. This s-ICD system was extracted; however, the physician elected for no replacement system at this time. No additional adverse patient effects were reported. This product has been received by boston scientific for further analysis. According to additional information, the patient was flipping the device while it was in the pocket. This resulted in noise and oversensing which resulted in the aforementioned shock.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was inspected and analyzed. Visual examination identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this patient presented to the hospital after receiving shocks from this subcutaneous implantable cardioverter defibrillator (s-ICD) system. The shocks were deemed to be inappropriate across multiple episodes either due to the patient losing a significant amount of weight or possible electrode fracture. The physician contacted technical services (ts) for assistance with interrogating this s-ICD. The interrogation was successful after advice given on the system note that was on the screen. Troubleshooting was attempted by changing sensing vectors but that did not work. This s-ICD system was extracted; however, the physician elected for no replacement system at this time. No additional adverse patient effects were reported. This product has been received by boston scientific for further analysis. According to additional information, the patient was flipping the device while it was in the pocket. This resulted in noise and oversensing which resulted in the aforementioned shock.